Event description:
The customer reported receiving an error message on their freestyle flash meter and was unable to test their blood glucose level. The customer felt extremely ill and experienced a loss of consciousness and abdominal pain. The customer had to go to the emergency room where he was diagnosed with severe hyperglycemia and given unk medications. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. See scanned page.